Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had underlying atrial fibrillation (af) with rapid ventricular response. The patient received inappropriate anti-tachycardia pacing (atp) for this rhythm, which accelerated and changed the morphology of the rhythm. The patient then received a shock, which successfully terminated the arrhythmias. No additional adverse patient effects were reported. The device remains in service.